Event description:
It was reported that during a ptca/stent procedure in the left anterior descending, an attempt to advance the stent delivery system (sds) to the lesion met with resistance. The sds was removed through the guiding catheter (contrary to IFU) and the stent separated. A balloon catheter was used to capture and expand the stent near the lesion. The stent was reported to be only slightly out of the intended site and a second stent was not required. Reportedly, there was no patient injury.